Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 402 mg/dl and the cause was not known. Customer's spouse administered an insulin injection to address bg. As the event occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.